Event description:
It was reported that a vesica sling system device was implanted. According to the complainant, the patient experienced unknown injuries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that a vesica sling system device was implanted. According to the complainant, the patient experienced unknown injuries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.